Event description:
It was reported the colonovideoscope displayed an e315 connection error. The issue was observed during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: full facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object on the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established, which is the investigation findings do not lead to a clear conclusion about the cause. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.